Manufacturer narrative:
Retained foreign object. Tip of driver remains in the head of the screw implanted in the pt. Engineering eval of the returned instrument noted the fractured driver is from an earlier design revision, prior to the implementation of a corner radius between shoulder and the driver fitting. This sharp corner is an inherent stress riser, compromising the strength of the driver feature. The shear is clean with the shoulder indicating that the drive feature failed, and not due to unthreading of the outer secure shaft. In effect to prevent recurrence of issues of this nature a driver tip change was previously implemented to relieve inherent stress risers in the driver tip.

Event description:
It was reported that during a tlif l4-s1 procedure performed on (B)(6) 2014, while placing a 7.5mm x 45mm reform pedicle screw in the s1 pedicle the tip of the reform polyaxial driver broke. The screw was fully seated and the tip of the driver was left in the head of the screw, implanted in the pt. Another driver was available to complete the procedure. There was no delay to the procedure or harm to the pt reported.